Event description:
The customer reported the power cord has exposed wires, and the system will not operate in subtraction mode. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. Manufacturer's investigation is ongoing for the subtraction problem.